Manufacturer narrative:
D.9 a medical device problem code was added due to investigation results. The investigation of thrombus, pump stop, high pressure purge and introducer damage - mechanical has been completed. The pump and introducer were returned for evaluation. The failure mode of "pump stop" was changed to "pump did not start" as the pump stop occurred during pump initiation. The returned pump was attempted to be run in a bucket at p-9 and was able to be ran without stopping. Clinical details noted the pump stop occurred when the pump was initiated and the pump was able to be restarted at p-3. Data logs were reviewed and approximately 10 seconds after the pump was initiated, a motor current spike and immediate pump stop occurred. The pump was able to be restarted at p-3. The root cause of the pump did not start was most likely due to biomaterial ingestion. A failure mode of "high purge pressure" was added to the investigation for the unresolved high purge pressure that was occurring throughout the case. The returned pump had biomaterial present in purge gap. The pump was purged in a bucket of water and high purge pressure was reproduced. No blood ingress was present in purge line. The data logs from the field were reviewed and purge pressure began to increase right after motor current spike with a drop in purge flow over a period of 10 minutes before high purge pressure alarms were triggered. High purge pressure was persistent throughout the case. Clinical details noted that the purge pressure began to rise after the pump stop occurred on pump initiation. Tissue plasminogen activator protocol was attempted but it was not noted if it resolved the issue. The root cause of the high purge pressure was most likely due to biomaterial. As noted in clinical details, when using the second introducer for the impella rp flex insertion, the introducer aspirated a clot while drawing back from the side port. The introducer was removed and again replaced. This secondary introducer used was not returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined. It was noted in the clinical details that 3 peel away introducer sheaths were used during insertion. The first introducer used was noted to be damaged when a dilator was prematurely pulled out on insertion. The 23 french x 11 centimeter introducer was returned for evaluation and damage at the tip of the introducer was present. The root cause of the introducer damage - mechanical was most likely due to a sheath tip split. B.2 revised as life-threatening and disability or permanent damage were inadvertently selected on the initial manufacturer device report number: 1220648-2024-19926. H.6 due to investigation results, code 1503 should not have been on the initial manufacturer device report number: 1220648-2024-19926. Code 1502 was added to reflect the investigation results information instead. H.10 instructions for use for pump stop should not have been reported on initial manufacturer device report number: 1220648-2024-19926 as the investigation results determined the better fitting option was that the pump did not start.

Manufacturer narrative:
The introducer and pump were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that during the impella rp flex placement the dilator pulled out of the sheath causing the sheath to become damage. A new peel away was used. Additionally, while loading the impella rp flex, side port of the peel away ingested clot and was unable to be drawn back. Due to unknown of where the clot was, the decision was made to replace the peel away with a new one. The impella rp flex was placed successfully. During impella rp flex initiation, the impella stopped. Restarted at p-3 but motor spikes noted likely were due to the clot. Purge pressure was increased with purge flow decline which led to purge blocked alarm. The decision was made to use tissue plasminogen activator and keep the impella rp flex in place with plans to exchange out if needed.